Manufacturer narrative:
Section a: patient age/date of birth, sex, and weight could not be provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. Autopsy was not performed, and the device was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including respiratory failure and death, which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to respiratory failure. The outcome was not considered left ventricular assist device (lvad) or lvad therapy related. The pump functioned as intended.